Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/27/2018. (B)(4). Philip's field service engineer replaced the blower to resolve this issue.

Event description:
The customer reported a blower failure. There was no patient involvement. The event date was not specified; estimate used.